Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During routine f/u of the device involved in this report, the warning message "suspect abnormal ventricular lead impedance on (B)(6) 2010" was displayed. However, all f/u data indicated normal impedance value.